Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. (B)(4) was received 30 may 2019. The dates listed are estimated.

Event description:
It was reported by a user - facility report (B)(4) received on 30may2019 that the patient had replacement of a implantable pulse generator (ipg). Additional information received from the abbott representative confirmed that prior to the procedure, the abbott representative placed the ipg into surgery mode. During the revision procedure, intra-operative testing was performed after the ipg was repositioned due to pain (reference manufacturer report number: 1627487-2019-06682). The representative first attempted to connect to the ipg using the clinician programmer but communication was unsuccessful. The representative then attempted to place the ipg into pairing mode using the magnet, but communication was still unable to be established. The ipg was determined to be inoperable. The physician decided to replace the ipg which resolved the communication issue.